Event description:
It was reported that the 9800 system presented a low kv/ma error message, there was no image on the monitor. It was noted that this happened about 20 minutes into the case and after several fluoro images were displayed. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Based on info provided the following components have been ordered. An x-ray controller pcb, the b'plane cable assembly, power supply, snubber and filament driver pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a followup report will be submitted as required.